Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing severe diaphragmatic stimulation with biventricular pacing. The stimulation was still observed with depressed outputs. Invasive evaluation was planned.